Event description:
Patient death at home. Pi was notified by parent that patient died on (B)(6) 2015. This young man had a recent febrile illness and was seen locally. Per the pi, the death is not related to the implanted device, but rather cardiac failure at home. Pi has no knowledge or autopsy performed. Pi does not anticipate receiving any further information related to this at home death.